Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to reproduce the reported problem. The fse checked error logs and found no system related issues with the arms 3 and 4. It was found error 100 - set-up joint (suj) moved when it was not released and error 22020 - tool engagement issue; both were user error. The system was verified and ready to use.

Event description:
It was reported that during a da vinci-assisted surgical procedure that universal surgical manipulators (usm) 3 & 4 both produced recoverable faults. The customer was able to recover from the errors, but the errors returned. The caller clutched usm 3 when exchanging an instrument, which cancelled the guided tool change. When the customer put the instrument on usm 3, it moved on its own. The caller stated was able to complete the case. There were no reports of patient injury. Intuitive surgical inc (isi) followed up with the customer, but no new information was provided.